Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a low battery alarm from the insulin pump. The customer's blood glucose reading was 7.7 mmol/l. The customer stated that she used energizer industrial batteries for the pump. The customer stated that she had to replace the battery after a low battery alarm and the first 2 batteries did not work. The customer stated that the third battery was compatible and the patient was afraid that the pump would turn off in the middle of the night. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display, display or activation anomaly noted during testing. The pump passed the functional testing, and all operating currents were normal. No unexpected low battery, off no power or weak battery alarms were noted. The pump was received with a cracked display window corner, a cracked reservoir tube lip and stained end cap sticker. No damage inside the pump was noted.